Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date are unknown since the serial number was unknown.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead dislodged after slitting difficulties with the catheter. The status of the lead is unknown. The patient was in stable condition.

Event description:
New information received indicates that the lead was successfully implanted.